Event description:
Post coronary drug eluting stenting treatment procedure the patient returned with a thrombosis. Date of thrombotic event was 2004. The initial implant date is unknown. Multiple attempts to obtain additional information have been unsuccessful.

Event description:
Additional info was received after initial MDR was sent. According to physician's procedure notes, the pt was brought back to cath lab in critical condition after episodes of asystole due to sinus pause and episodes of complete heart block. Angiography was performed which showed patent stent of the rca. Pt had another episode of significant sinus bradycardia for which a temporary pacemaker was implanted. Pt's condition remained critical after the procedure, but was more stable than prior to the procedure. Due to this additional info, this is now a non-reportable event.